Manufacturer narrative:
Received 3 unopened touchless kits. The reported event was unconfirmed, as the product could not be reproduced. During visual inspection noted no obvious defects. The lubricant quantity was found correctly. The received samples were compared with a sample taken of the line. The received samples and sample taken of the line have the same quantity of lubricant. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "sterilized using ethylene oxide. Do not resterilize. Do not use if package is damaged." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity. Additional lubricant was periodically used to insert the catheter. The patient allegedly experienced self-limited bleeding; however, no medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity; therefore, additional lubricant was sometimes used to insert the catheter. The patient allegedly experienced self-limited bleeding; however, no medical intervention was required.